Event description:
It was reported that the unspecified bd¿ IV tubing separated from the proximal junction and approximately "75ml of the 100ml bag" of obinutuzumab leaked out. The patient and health care professional were exposed to the chemotherapy medication; both washed their hands in the sink, and the patient showered. This complaint was created to capture the 2nd of 3 related incidents.the following information was provided by the initial reporter: "event 2:it was reported that the IV tubing separated which resulted in leaking.verbatim: at 2000, the patient exited room and yelled for my assistance. When I approached the room the patient quickly handed me a broken portion of tubing and said, " I think something is leaking," I realized this was chemotherapy. I placed the chemo/tubing in nearby sink and instructed patient to wash her hands as I did the same in a nearby sink. My right hand was exposed to 2-3 ml of obinutuzumab, un-gloved, for a period of 30 seconds. Patient disconnected from all intravenous tubing and instructed to disrobe and shower. The charge nurse and nurse manager were contacted, and chemo spill cleanup was completed afterwards. Approximately, 75ml of the 100ml bag was spilled on the ground, patient and sink. The patient stated the tubing separated spontaneously while standing in the bathroom and was not a result of contacting/ snagging an object in the room. Pictures were taken of the IV tubing post-event. The medication was clamped (not infusing) as the patient had a reaction several hours prior. The distal (from the IV bag) portion of tubing was still secured in the alaris pump. The tubing became separated at the proximal junction between the hardened portion of tubing and the softer portion that is manipulated by the pump. The lack of clamps/rollers on this portion of the tubing contributed to the total amount spilled. The patient pinched the tubing with her hands, which prevented the remaining 2 ml of medication from leaking."

Manufacturer narrative:
The following field has been updated due to corrected information: h.1. Type of reportable events: malfunction

Event description:
It was reported that the unspecified bd¿ IV tubing separated from the proximal junction and approximately "75ml of the 100ml bag" of obinutuzumab leaked out. The patient and health care professional were exposed to the chemotherapy medication; both washed their hands in the sink, and the patient showered. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "event 2: it was reported that the IV tubing separated which resulted in leaking. Verbatim: at 2000, the patient exited room and yelled for my assistance. When I approached the room the patient quickly handed me a broken portion of tubing and said, " I think something is leaking," I realized this was chemotherapy. I placed the chemo/tubing in nearby sink and instructed patient to wash her hands as I did the same in a nearby sink. My right hand was exposed to 2-3 ml of obinutuzumab, un-gloved, for a period of 30 seconds. Patient disconnected from all intravenous tubing and instructed to disrobe and shower. The charge nurse and nurse manager were contacted, and chemo spill cleanup was completed afterwards. Approximately, 75ml of the 100ml bag was spilled on the ground, patient and sink. The patient stated the tubing separated spontaneously while standing in the bathroom and was not a result of contacting/ snagging an object in the room. Pictures were taken of the IV tubing post-event. The medication was clamped (not infusing) as the patient had a reaction several hours prior. The distal (from the IV bag) portion of tubing was still secured in the alaris pump. The tubing became separated at the proximal junction between the hardened portion of tubing and the softer portion that is manipulated by the pump. The lack of clamps/rollers on this portion of the tubing contributed to the total amount spilled. The patient pinched the tubing with her hands, which prevented the remaining 2 ml of medication from leaking."

Manufacturer narrative:
H6: investigation summary no photo or sample was received by quality team. The customer's complaint of leakage could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. No sample was received for investigation. The root cause for this failure remains unknown.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ IV tubing separated from the proximal junction and approximately "75ml of the 100ml bag" of obinutuzumab leaked out. The patient and health care professional were exposed to the chemotherapy medication; both washed their hands in the sink, and the patient showered. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "event 2: it was reported that the IV tubing separated which resulted in leaking. Verbatim: at 2000, the patient exited room and yelled for my assistance. When I approached the room the patient quickly handed me a broken portion of tubing and said, " I think something is leaking," I realized this was chemotherapy. I placed the chemo/tubing in nearby sink and instructed patient to wash her hands as I did the same in a nearby sink. My right hand was exposed to 2-3 ml of obinutuzumab, un-gloved, for a period of 30 seconds. Patient disconnected from all intravenous tubing and instructed to disrobe and shower. The charge nurse and nurse manager were contacted, and chemo spill cleanup was completed afterwards. Approximately, 75ml of the 100ml bag was spilled on the ground, patient and sink. The patient stated the tubing separated spontaneously while standing in the bathroom and was not a result of contacting/ snagging an object in the room. Pictures were taken of the IV tubing post-event. The medication was clamped (not infusing) as the patient had a reaction several hours prior. The distal (from the IV bag) portion of tubing was still secured in the alaris pump. The tubing became separated at the proximal junction between the hardened portion of tubing and the softer portion that is manipulated by the pump. The lack of clamps/rollers on this portion of the tubing contributed to the total amount spilled. The patient pinched the tubing with her hands, which prevented the remaining 2 ml of medication from leaking."